Manufacturer narrative:
Reliability analysis inspected an opened and used enlite sensor and performed the bicarbonate buffer test. The sensor passed with accurate readings; however, the cannula was split from the tubing.

Event description:
Customer reported via phone call calibration error on their sensor. Customer's blood glucose level was 300 mg/dl. Customer advised they received a change sensor alarm. Troubleshooting for the calibration error was performed. Customer advised the alert occurred after initialization and the bad sensor alert occurred after a 2nd consecutive calibration error. Customer was advised to restart the sensor and a replacement would be sent out to them. Troubleshooting for sugar glucose vs blood glucose was performed. Customer advised they have trouble with bent sensors and spoke to a trainer on how to properly insert the cannula to avoid bending it. Customer's current blood glucose level was 352 mg/dl and their sugar glucose was 71 mg/dl. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.